Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "does not work" was confirmed. During the pre-repair diagnostic assessment, the device had a "bad thermistor, motor doesn't rotate, e5 error, and liquid coming out of motor." If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "does not function". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.